Event description:
Procedure performed: laparoscopic lt. Hemi-colectomy. Event description: the professor [name] of [name] hospital used the product during laparoscopic lt. Hemi-colectomy surgery. After trocar was inserted, the balloon did not inflate. There was no patient injury. The case was completed with a new device. Product available for return. Additional information was received via email on 20dec2021 from applied medical representative: the malfunction occurred during use. Unsure if there was damage to the tubing/balloon/balloon inflation port. There is believed to be damage on the balloon, damage is difficult to visually confirm. Most surgical instruments used in the procedure were made of metal. Unknown if any sharp instruments came into contact with the balloon. Type of intervention: the case was completed with a new product. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted distal glue separation and fragmentation, confirming the complainant's experience of balloon leakage. Based on the condition of the returned unit, the balloon leakage was likely the result of the distal glue separation. The distal glue separation was likely the result of a weak distal glue bond. However, the exact root cause of the distal glue line fragmentation is unknown. Based upon the initial description of the event, the event of balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the distal glue line fragmentation.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic lt. Hemi-colectomy. Event description: the professor [name] of [name] hospital used the product during laparoscopic lt. Hemi-colectomy surgery. After trocar was inserted, the balloon did not inflate. There was no patient injury. The case was completed with a new device. Product available for return. Additional information was received via email on 20-dec-2021 from applied medical representative: the malfunction occurred during use. Unsure if there was damage to the tubing/balloon/balloon inflation port. There is believed to be damage on the balloon, damage is difficult to visually confirm. Most surgical instruments used in the procedure were made of metal. Unknown if any sharp instruments came into contact with the balloon. Type of intervention: the case was completed with a new product. Patient status: there was no problem with the patient.